Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that capture and sensing anomalies were ob- served. When repositioning the lead, impedance measured less than 100 ohms. The lead was explanted.